Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed. The investigation revealed the following possible related system errors: erbe energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe.

Event description:
It was reported that during a da vinci-assisted right nephrectomy procedure, when the bipolar energy was activated, there was no energy delivery from the integrated electrosurgical unit (iesu). The iesu was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the e-100 generator and a vessel sealer extend instrument.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis evaluation. An error code was identified in the error log, confirming that a fault occurred in the field. A visual inspection revealed no issues related to the reported event. The unit was installed on an in-house system, where the iesu unit functioned as expected. The unit energized, cauterized, and all ports recognized instruments.

Event description:
Refer to h11 for follow-up information.